Manufacturer narrative:
The title bar thumbnails did not update due to the jvm running out of memory. A software update has been released which adds a warning message to the user interface for the user to close some viewers whenever the java memory usage size exceeds 97%.

Event description:
A customer site reported that the pt name displayed in the halo title bar did not match the name in the images being displayed when using the amicas pacs mr2 viewer. No injury was reported.